Event description:
It was reported that during a laparotomy procedure, the device clipped each time but had to wiggle the device each time in order to release it. There were no adverse consequences to the patient.